Event description:
The user was hospitalized for meningitis in (B)(6) 2021 and the user also had cerebrospinal fluid leakage (csf). Reportedly, the hearing performance was not affected.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received, the recipient had a history of post-operative recurrent meningitis episodes, following persistent csf leakage. The latter was most likely due to pre-existing anatomical reasons, i.e. Mondini dysplasia with enlarged vestibular aqueduct, which are congenital inner ear anomalies that bear an inherent risk of recurrent meningitis even without a history of otosurgery. This is a final report.

Event description:
The user was hospitalized for meningitis in early (B)(6) 2021 and also cerebrospinal fluid leakage (csf), modini's cochlea malformation, and vestibular aqueduct enlargement was diagnosed.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.